Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "hose ruptured" was not confirmed. If additional information is received, a supplemental report will be sent.

Event description:
Report received from (B)(6) the device required service due to hose ruptured. It is known that the event did not occur during surgery. It is unknown if there was patient/user injury, surgical delay or medical intervention related to this occurrence. The date of the event is unknown. No additional information available.